Event description:
It was reported that the user received an occlusion alert while using an infusion set and the issue resolved after the user completed a full supply change with guidance from an agent. No adverse symptoms associated with temporary interruption of insulin delivery due to occlusion alert. Outcomes included restoration of insulin delivery after replacement of supplies without medical intervention. Investigation included troubleshooting by phone and verification that a complete supply change cleared the alert. Investigation of this case revealed an occlusion consistent with flow restriction at the disposable components, and replacement of the infusion set, cartridge, and connector resolved the problem. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion related to disposable infusion components.

Manufacturer narrative:
Initial.